Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis. It was reported that they were still feeling soreness since the date of implant on (B)(6). Patient said their back was still puffy and they didn't know if that was supposed to stick out all the time or not. Agent reviewed therapy information and general programming guidance with the patient. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had an appointment with healthcare provider last week and they said it would be like it was for a while. Additional information was received from a manufacturing representative (rep). They reported that they were not aware of the issue and it was unknown of the cause of didn't know if that was supposed to stick out all the time or not determined and not yet and would reach out to implanter to see if they want to see them for reported issue.